Event description:
Follwing a percutaneous transluminal angioplasty/stent procedure, an angio-seal device was placed in a pt's left femoral artery. The physician reported that he punctured the artery approximately 4 times. However, hemostasis was achieved following deployment of the device. An echo-doppler was performed after the procedure with excellent results. The pt was discharged home the following day per procedure. Approximately 15 days later, the pt presented to another health care facility due to pain at the puncture site. An angiography was performed which identified the presence of a clot. The pt was taken to surgery where a thrombus was removed and venous patch was placed on the arterial wall. As of 8/21/1998 there has been no further report of complication or pt sequelae provided to the MFR.